Event description:
It was reported that premature battery depletion was observed. Patient was asymptomatic. The device was explanted and replaced. Patient was in stable condition after the procedure.

Manufacturer narrative:
Final analysis found the reported premature battery depletion was confirmed in the laboratory. Further analysis would require destructive testing and will not be performed per legal hold. The device is included in the premature battery depletion with implantable cardioverter defibrillator advisory notice issued by st. Jude medical on 11 october 2016.